Event description:
It was reported that during a da vinci myomectomy procedure, a broken cable was identified. The cable was observed to be sticking out of the joint on the tenaculum forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken. The housing was opened and the broken cable was seen by the clamping pulley. Failure analysis investigation also found the following damages: the crimp from the grip to be missing where the loose wire was visible. The instrument's clamping pulleys was corroded/contaminated. There were corrosion around the clamping pulley area inside the housing. The instrument's distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. Failure analysis concluded that the damages may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and various scratch marks if to recur could cause or contribute to an adverse event.